Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5. Keeping UDI partial in emdr ((B)(4)) as serial number is unavailable. (B)(6) called regarding an autofill failure alarm that she noticed once. She had resolved the alarm by the time esp personal returned her call and had no further questions.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had autofill failure alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
E1. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had autofill failure alarm occurred. There was no harm or injury reported.